Event description:
Additional information confirmed the issue was resolved after the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Event description:
Follow up information identified the patient is no longer receiving the elective replacement indicator (eri) message.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient reported receiving the elective replacement indicator (eri). The patient's device is pending assessment by a representative to determine if the device is operating as intended.